Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not confirm the customer reported complaint. The instrument was installed on an in-house system. Failure analysis found the primary finding of could not reproduce-cannot verify external event to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully. The instrument was fired with a sf blue 60 reload. A review of the logs showed multiple incomplete clamps with an incomplete clamp as the last recorded event. Additional observations not reported by site were also identified: the sureform 60 stapler instrument was found to have repeated clamping failures based on log review, but the clamping failures were not replicated during in-house testing. The signs of corrosion were found on the instrument bearing. Bearing found at the proximal end of the main tube exhibited orange discoloration. Isi received the sureform 60 stapler reload involved with this complaint and completed the device evaluation. Upon visual inspection, the reload appeared to be unused and unfired. Visual inspection was performed and the reload was found have cartridge damage. No material appeared to be missing. The reload was fired successfully with an in-house instrument when placed on an in-house system. All staples deployed from the reload.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when removing the stapler sureform 60 stapler instrument from the abdomen, it was impossible to loosen the jaws to remove the reload (even with the opening wheel opening knob). There were no clinical consequences, but the customer opened another sureform 60 stapler instrument. The procedure was completed with no patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the sureform 60 stapler instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.